Manufacturer narrative:
The impella device was not received form the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported a 68 year old male patient on impella cp for mechanical circulatory support for a myocardial infarction. It was reported that there was concerns of limb ischemia after 5 hours of support, and therefore the patient was weaned and explanted. The patient survived the procedure.